Event description:
It was reported that a pocket revision surgery was scheduled because the patient had discomfort and wanted his pocket position changed to a different location. The entire system was removed due to loss of system continuity during dissection. During the procedure, the doctor accidentally damaged one of the leads. He decided to just explant the whole system because the patient had an old itrel and a quad extension. The doctor decided to let the patient heal up and will replace her with a brand new system and brand new leads. Patient outcome was not provided.

Manufacturer narrative:
Product ID neu_tlock_anchor, explanted: 2012 (B)(6), product type accessory, product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 7434a ,serial# (B)(4), explanted: 2012 (B)(6), product type programmer, patient product ID 3888-28, lot# l73947, implanted: 2000 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4). Analysis of the stimulator found no significant anomaly. The stimulator was functionally okay. Analysis of the extension (model 7495-51, serial # (B)(4)) found no significant anomaly. The extension body was cut through and segmented. Analysis of the lead (model 3888-28) found no significant anomaly. The lead body was cut through and segmented. Analysis of the twist lock anchor found no significant anomaly. The twist lock anchor pin was pushed out of normal position.